Event description:
It was reported that a patient experienced post-paced t wave oversensing on their implantable cardioverter defibrillator. The patient's device was reprogrammed on (B)(6) 2022, and the patient experienced no consequences due to the procedure.